Event description:
It was reported that the user experienced hypoglycemia while using the device, with a lowest blood glucose of 47 mg/dl, and addressed the event by consuming two hotdogs; customer care provided education to delay meal announcement until glucose recovered. Symptoms included low blood glucose. Outcomes included transient impact on glucose control without medical intervention. Investigation included complaint handling with troubleshooting and user education. Investigation of this case revealed an undetermined cause with no device malfunction identified based on available information. It was concluded that the event was hypoglycemia with cause unclear, and the user recovered after carbohydrate intake and guidance. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.